Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down and stopped all insulin delivery. Reportedly, the pump was at 30% prior to shutdown and the customer did not receive any low power alerts or alarms. Additionally, it was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose level was not impacted. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated.